Manufacturer narrative:
Tracking number (B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 09/30/2014.

Event description:
Procedure: roux-en-y. According to the reporter: the needle is sticking in the jaws, and it is difficult to pass through tissue. There was no patient injury. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. Another endostitch was used to complete the case.